Manufacturer narrative:
Model 3789 was inadvertently listed as scs lead. This report consists of correct information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20627.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20627. The patient received two scs leads. It is unknown which one is related to the issue. Therefore both the leads are being reported. It was reported the patient experienced loss of stimulation in her right leg (date of event unknown). Consequently, surgical intervention was taken where one of the leads was explanted and replaced. The stimulation was restored post-operatively and the patient is satisfied.